Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided. Complaint for the failure mode ¿blood leakage (leaking)¿ was confirmed since in the images provided by customer, was possible to identify the product leakage at the subassembly p/n: 10023489-001, between the tubing p/n: 125c-12 and the female luer lock p/n: 550-007. CAPA: 0010338 has been initiated to investigate leakage failures associated with finished good mx9505t, which has been identified as the primary affected product. The leakage was localized at the union between tubing p/n: 125-c and the female luer lock p/n: 550-007.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the anesthesiology department connected it for use, the doctor noticed blood leakage at the joint.